Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. Device analysis of the lead indicated that the lead was cleanly cut approximately 14 inches from the paddle end of lead. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient underwent an explant due to infection. The patient had drainage at the lead incision site and was given oral antibiotics. The physician believes infection was procedure related. The patient was reportedly doing well after procedure.

Event description:
A report was received that the patient underwent an explant due to infection. The patient had drainage at the lead incision site and was given oral antibiotics. The physician believes infection was procedure related. The patient was reportedly doing well after procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02 serial#: (B)(4) model description:implantable pulse generator.